Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the beat rate dropped from 130 beats per minute (bpm) to 120 bpm when the alarm sounded. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Review of the alarm history (eeprom) revealed that no permanent fault alarms were recorded while the driver was supporting the patient. Only permanent fault alarms are recorded in the alarm history. Intermittent, recoverable and battery alarms are not recorded in the eeprom. During functional testing, the freedom driver passed all test requirements while operating on the primary motor and the secondary motor. The reported fault alarm could not be duplicated during functional testing. There was also no evidence of a decrease in beat rate. Therefore, the root causes of the reported issues could not be determined. The driver performed as intended with no evidence of a device malfunction. The reported issue posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The patient was switched to the backup driver without adverse impact. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a pt from (B)(6). The customer also reported that the beat rate dropped from 130 beats per minute (bpm) to 120 bpm when the alarm sounded. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.